Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented with device at eol. It was noted that the device reached eri to eol in a short time. The device was explanted and replaced.